Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 09/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient stated that on (B)(6) 2024, she cleaned the insertion site with alcohol and use the dexcom over patch. On (B)(6) 2024, after she removed the sensor, she notices a painful, red lump. The next day on (B)(6) 2024 she was presented to the emergency department (ed) and was diagnosed with cellulitis. She was prescribed a 500 mg dosage for 10 days. She was sent home on the same day. She returned to the ed the same day due to increased pain, swelling, and burning. She was given cephalexin in IV form to prevent formation of abscess. She was sent home at 7 pm on the same day and was given hydrocortisone. Photos of the skin reaction were provided and show several angles of the arm with markers outlining the erythema. At the time of the report, the patient was getting better. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.